Event description:
During a neurovascular procedure, there was resistance when the enterprise stent was advanced via the select plus 150/5cm (mc) microcatheter, therefore, the enterprise and microcatheter were removed from the patient as a unit. The event occurred during advancing through the microcatheter, but there were no kinks in the mc that may have contributed to the event. A guidewire was not utilized to exchange the microcatheter and maintained target site. A constant and dedicated saline source was utilized at all times. The mc was not re-shaped prior to use. The target site was intracerebral with a vessel diameter of 2.6-2.7 mm, and the sidewall aneurysm size was 6 mm, neck was 4mm, and the neck to sac ratio was 6:4. The stent was not completed re-inserted in the introducer/delivery system, but no damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or microcatheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15191708 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00360 and 1058196-2011-00361.

Manufacturer narrative:
The complaint received states that during a neurovascular procedure, there was resistance/friction when the enterprise stent was advanced through the prowler select plus 150/5cm (mc) microcatheter, therefore the enterprise and microcatheter were removed from the patient as a unit. The event occurred during advancing through the microcatheter, but there were no kinks in the mc that may have contributed to the event. A guidewire was not utilized to exchange the microcatheter and maintained target site. A constant and dedicated saline source was utilized at all times. The mc was not re-shaped prior to use. The target site was intracerebral with a vessel diameter of 2.6 ~2.7 mm, and the sidewall aneurysm size was 6 mm, neck was 4mm, and the neck to sac ratio was 6:4. The stent was not completed re-inserted in the introducer/delivery system, but no damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or microcatheter. There was no report of injury for the patient. A non-sterile prowler select plus was received coiled inside of a plastic bag. The device was inspected and no damages were noted on it just residues of dry blood could be observed on the distal section of it. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018" a guidewire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. After that an enterprise cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. No resistance/friction was felt when the enterprise pass through of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Reported failure by the customer as "catheter - friction in inner lumen" was not confirmed during the functional test. The cause of the failure experienced by the costumer could not be conclusively determinate and procedural and handling factors appear to have contributed to this event. Therefore no corrective actions will be taken at this time. The reported complaint as "resistance/friction -delivery wire" was not confirmed as the functional analysis could not be performed (no other components were returned, except the stent). The exact cause of the reported issue could not be conclusively determined. Reported failure by the customer as "catheter - friction in inner lumen" was not confirmed during the functional test. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what factors may have contributed to the reported events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00360 and 1058196-2011-00361.